Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was advised to remove the device to allow the irritation to heal from the doctor. The doctor also recommended the patient apply a lotion to the area. The patient used alcohol on the skin to keep the area dry. The medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was advised to remove the device to allow the irritation to heal from the doctor. The doctor also recommended the patient apply a lotion to the area. The patient used alcohol on the skin to keep the area dry. The medical outcome is unknown. Supplemental report 9/10/2021: submitting report to correct section g4.